Event description:
The facility reported a pump that stopped infusing during patient use. The pump was infusing heparin, at which time the patient's family member used a cell phone in close proximity to the pump. The pump then stopped infusing. There was no patient injury or medical intervention according to the hospital rep. No additional info is available.

Manufacturer narrative:
The serial number of the pump involved in this incident was not identified by the facility and was not isolated, and is therefore not available for evaluation. Should additional info be obtained or the pump received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.